Event description:
It was reported that the pt's implantable neurostimulator charge was not lasting very long, and that the stimulator would shudder before turning off. The pt also experienced burning at the implantable neurostimulator site. The heat/burning would remain at the battery site for approximately one day after recharging. The pt was using simple bipoles on channel 1 and 2. The pt underwent reprogramming to address the issue. Additional info received reported that the pt had undergone an implantable neurostimulator explant.